Event description:
It was reported that the pump was attached to a non-aspirated catheter before it was primed. A priming bolus of 0.229 ml was programmed, and then stopped 3 mins later. The pt's pump contained baclofen 2000 mcg/ml at 580 mcg/day. It was determined that based on the concentration, daily dose, and tubing and catheter length, the pt would be without drug for a minimum of 16.469 and up to a maximum of 23.91 hrs as a result of the failure to program the priming bolus prior to attaching the pump. Add'l info rec'd reported that the pt refused revision of the catheter. The catheter "did not aspirate intraoperatively". Following pump replacement, the pt continued to refuse revision. There were no pt symptoms. The pt outcome was reported as no injury. Reference MFR report # 2182207200802065.